Manufacturer narrative:
Date of event is estimated. Date of surgery is unknown. During the processing of this complaint, attempts were made to obtain complete case information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced discomfort at the ipg site after a fall. To address this issue, the ipg was repositioned via surgical intervention in (B)(6) 2025.